Event description:
On (B)(6) 2023, it was reported by a patient via email that over a year ago, the patient slipped on ice and dislocated the shoulder. Two weeks later, it was discovered that the glenoid bone was broken. A procedure took place, and the surgeon implanted three screws. Sometime after the procedure, it was discovered that the screws bent, and a revision procedure took place to remove the screws. No further information was reported.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.